Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9144632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200817437] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 324911 batch no. 9144632 it was reported that during use of the bd veo¿ insulin syringe with the bd ultra-fine needle the plunger thumb press is missing. The following information was provided by the initial reporter: issue(s): found 1 syringe consumer stated missing the "handle" on the plunger rod. (Plunger thumb press)

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) 31gx6mm, 0.5ml bd insulin syringe in an opened polybag from lot 9144632. Consumer reported found 1 syringe consumer stated missing the "handle" on the plunger rod. The returned syringe was examined, and it was observed that the plunger rod was broken manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9144632. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description "on 10 jan 2020, holdrege receive a complaint, via a picture, from material 324911, batch 9144632. The sample was requested to be sent to holdrege and was received on 22 jan 2020. The sample was decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the top 5/8¿ of the plunger to be broken off. There were white stress marks on the plunger around the break point. There was a cloudy fluid in the syringe to about the 3 unit scale line. The plunger was exercised and demonstrated smooth movement inside the barrel indicating adequate silicone. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a part was caught in the plunger screw. Correction: l2l dispatch #64439 on jt metro was created to clear the jam at the plunger screw. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 324911, batch no. 9144632. It was reported that during use of the bd veo¿ insulin syringe with the bd ultra-fine needle the plunger thumb press is missing. The following information was provided by the initial reporter: issue(s): found 1 syringe consumer stated missing the "handle" on the plunger rod. (Plunger thumb press).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324911, batch no. 9144632. It was reported that during use of the bd veo¿ insulin syringe with the bd ultra-fine needle the plunger thumb press is missing. The following information was provided by the initial reporter: issue(s): found 1 syringe consumer stated missing the "handle" on the plunger rod. (Plunger thumb press).